Event description:
The customer reported system errors resulting in an uncommanded shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch was evaluated and repaired. Footswitch replacement was recommended. The system was tested and found to be working as intended and returned to service.